Event description:
Info rec'd indicated that the head hi/lo drifts down when raised. No injury reported.

Manufacturer narrative:
Technician found that the head hi/lo would drift down when raised. Replaced the hi/lo head cylinder to resolve this issue.